Manufacturer narrative:
(B)(4).

Event description:
The customer complained a false negative reaction of a known antibody positive sample on solidscreen on tango. We are still waiting for the sample and the complained product. The retention sample of the anti-human globulin, anti-igg solidscreen ii was tested with different weak antibodies. All positive and negative reactions were correct.